Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f judkins left (jl) 3.5 infiniti diagnostic catheter broke into two parts when advanced over the guide wire. The catheter was removed, and a new diagnostic catheter from a non-cordis manufacturer was used to continue the procedure. There was no reported patient injury. The device was prepared on the sterile table, the internal lumen was purged, and it was attached to a teflon-coated diagnostic guide wire prior to advancement. The planned procedure was diagnostic coronary angiography. No problems occurred during preparation. The device was not used inside the patient, as the catheter broke before insertion. The product was stored, handled, and prepared according to the instructions for use (IFU) with no difficulty. No damage was observed before opening the package. There was no difficulty removing the device from the sterile packaging. He device was removed from the packaging by the connector. It was not torqued or steered by the hub but manipulated by the base of the catheter. The catheter broke while being advanced over a teflon guide wire toward the introducer. There was a little resistance during insertion. The device could not be advanced because the catheter broke. There was no difficulty removing the device. The device was returned for evaluation.